Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was provided for review. Review of the data file showed electrodes were not connected to the device at all times which depleted the battery prematurely. The aed3 administrator's guide advided users to "keep the defibrillation pad cable connected to the AED at all times". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.